Event description:
The customer reported that while the unit was in use on a pt, 100% dependent on av pacer, the unit failed to pump even though ECG was displayed on the unit. Only the internal trigger worked. The pt was switched to another unit and therapy was continued. No pt injury was reported.